Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to follow up on the reported issue, however, no response was received. Customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned